Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the vitrectomy was not working. The surgery was stopped and was not completed on the same day. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
No further information was able to be obtained from this customer. The customer canceled the call, as it was confirmed to have been an operating mistake. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on march 12, 2013. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event was attributed to the user misuse of the vitrectomy function. (B)(4)